Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery, the thread of the press fit cup could not be screwed onto the impactor. The surgeon completed as planned the case using another cup.

Manufacturer narrative:
DHR: ref#: (B)(4). Lot#: 2955872 - yield: 50 - delivered: 49 - scrapped: 1 - reason for scrapping: surface damages the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: damaged threads event description: an allofit cup and the corresponding pole plug have been received. It was reported that during surgery it was not possible to screw the threads of the allofit cup on the impactor. A deformation would be visible in the threads of the cup. Another cup could be screwed without any issues on the impactor. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: the allofit cup and the pole plug show some signs of usage. The threads of the allofit cup are deformed and damaged. Moreover, there are scratches on the inner surface of the cup, around the pole. The corresponding pole plug shows slight signs on the threads. However, it has heavy deformations at the connection area with the setting instrument. Review of product documentation: applicable inspection plan: - the characteristic feature screw thread (m8x1) with scope of testing: aql 1.0 . Means of inspection: thread gauge. Root cause analysis: root cause determination using rmw: intraoperative complications due to incorrect associated instruments used. Possible, as the damage of the pole plug might result from an incorrect instrument. Implant breakage due to design specification not met. Not possible as the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Implant breakage due to design specification not met. Not possible as the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Intraoperative complications due to inadequate handling during transport/storage. Not possible as nothing indicates inadequate handling during transport or storage. Intraoperative complications due to excessive insertion force, leading to wrong aligned pole plug. Possible, as it cannot be excluded that an excessive insertion force was applied. Intraoperative complications due to lack of insertion force and/or unclean mating faces are used, leading to wrong aligned pole plug. Possible, as it cannot be excluded that unclean mating faces led to the reported event. Intraoperative complications due to excessive or lack of insertion force leading to wrong aligned pole plug. Possible, as it cannot be excluded that unclean mating faces led to the reported event. Conclusion summary: it was reported that during surgery it was not possible to screw the threads of the allofit cup on the impactor. A deformation would be visible in the threads of the cup. Another cup could be screwed without any issues on the impactor. The allofit cup has been returned and it can be confirmed, that the threads are damaged. This damage has most likely occurred during assembly of the allofit cup with the impactor. Unclean mating surfaces or a wrong angle in combination with excessive forces could have caused the damage of the threads. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The threads of the pole plug seem to be still functional, however, the opposite site is heavily deformed. Most likely, a not compatible instrument must have been in contact with the pole plug, leading to the described issue. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No new information available.